Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was returned and was fully seated. Removed plug and inspected plug assembly, no failure mode was observed. Sensor was reprogrammed and current was applied current to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caregiver, who is also an hcp, reported a high readings issue with a customer's adc freestyle libre. A sensor scan result of hi (reading greater than 500 mg/dl) was received and the customer lost consciousness. Emergency services were called and a reading of 23 mg/dl was received on an hcp meter in the ambulance. The customer was administered glucose orally and by injection as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver, who is also an hcp, reported a high readings issue with a customer's adc freestyle libre. A sensor scan result of hi (reading greater than 500 mg/dl) was received and the customer lost consciousness. Emergency services were called and a reading of 23 mg/dl was received on an hcp meter in the ambulance. The customer was administered glucose orally and by injection as treatment. There was no report of death or permanent impairment associated with this event.